Event description:
It was reported that the sponge of six (6) minicaps came out. This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g4 in the initial MDR is being corrected to 10/02/2024. H11: six (6) samples were received for evaluation. A visual inspection with the naked eye noted excess iodine on the product packaging and the sponge separated from the lid. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.